Event description:
It was reported to philips that the device was unable to perform exposure, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for a non-emergency treatment. The procedure was completed by re-filling the oil. A philips field service engineer (fse) examined the system onsite and confirmed that device cannot perform exposure during procedure and cooling oil was leaking. Review of the log files showed oil cooling fault. Upon troubleshooting, fse found that the pressure was less than 500 and the oil cooling liquid level was lower than the minimum value. To resolve the issue, fse added spare cooling oil, the pressure was back to 6000 and reconnected the cooling unit. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.